Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the flare was detached and the wire and catheter kinked. The device has evidence of flaring process. The complaint was confirmed, the flare detached. Review and analysis of all available information suggest that device manipulation during the procedure contributed to the failures. As a result, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, after the procedure the working length split. The procedure was completed with this device. There were no patient complications at the conclusion of this procedure. This event has been deemed a reportable event based on the investigation results; flare detached.